Event description:
It was reported that an unspecified clearlink system set leaked. The issue occurred during patient infusion. The leak was further described as ¿a sudden splatter sound of fluid as the blood tubing fully and spontaneously disconnected above the filter chamber¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: catalogue #: product # ajl9817318 was reported; however, this is not a valid baxter #. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: remove ¿an unspecified clearlink system¿ previously reported in the initial report. Additional information h10: the customer reported the product code for the device involved in this event. The reported product code was determined to be a non-baxter product. Therefore, the baxter clearlink system is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.